Manufacturer narrative:
Sections with additional information as of 09-aug-2021: h3: was the device evaluated by the manufacturer. H6: updated FDA¿s type, findings and conclusions codes. H10: meter was not returned for evaluation. Test strips were returned for evaluation. Visual inspection was performed and defect found: returned vial contained 1 used test strip and 32 unused test strips. Returned product was forwarded to packaging and product operations. Internal evaluations completed and no abnormalities observed. Root cause: rc-077: user error caused or contributed to event.

Manufacturer narrative:
(B)(4). Test strips were returned for evaluation. Investigation in process. Note: follow-up call was made by the incontact auto dialer on 5/17/2021. Customer completed the questionnaire and confirmed the replacement products resolved initial concern. Customer is comfortable with results

Event description:
Consumer reported complaint for contaminated test strip, stating true metrix test strip had blood on it. Husband is calling on behalf of the customer. Husband stated that customer usually puts used strips in a soda pop bottle. The customer feels well and did not report any symptoms. No medical attention associated with the use of the product was reported. Product storage was not disclosed. The test strip lot manufacturer¿s expiration date is 08/17/2022 and test strips were opened 2 days prior to call.